Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he may have had s sensor cannula break in his body, but nothing was visible on an x-ray. Customer was advised that the cannula was most likely never present or had retracted during insertion. Blood glucose level at the time of the incident was not provided. The sensor was not replaced or returned for analysis.